Event description:
It was reported that the device was used during an unk procedure, it was impossible to reload the cartridge. No patient consequence. Took another device to end the procedure.

Manufacturer narrative:
Evaluation summary: the instrument was returned with a reload cartridge loaded. The returned cartridge was noted to have a wedge band bypass. The left side was noted to be unfired and the right side was noted to be 7/8 partially fired. This damage is consistent with an improper loading technique. If the reloading instructions are not followed and the cartridge is loaded imporperly into the channel of the instrument, the cartridge and instrument could become damaged.